Event description:
Information received by medtronic indicated that the customer reported a loss of communication between the transmitter and the insulin pump. The customer received a lost sensor signal alarm. Troubleshooting was performed and advised the customer to delete the transmitter serial number from the pump and wirelessly connect the transmitter serial number to the pump and found that the pump was communicating with the transmitter also found that the transmitter led light blink on and off when it was connected to the sensor; however, the customer had not received the sensor-connected alert, or the system had started a warm-up. No harm requiring medical intervention was reported. The customer continued using the transmitter and will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.